Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 563 mg/dl while using the pod between 37 and 48 hours on the arm. When the pod was removed the infusion site appeared swollen and resembled a pimple. Symptoms reported include nausea, vomiting and feeling faint. A new pod was applied but bg levels did not improve and an ambulance was called. The patient was taken to (B)(6) where they stayed from 11:30h till 16:00h, the pod was removed and a new one was activated. The patient was then sent to (B)(6). The patient received intravenous insulin for 2 days. The patient remained hospitalized for a total of 8 days. All pods have been discarded.